Manufacturer narrative:
His record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect was found with the device. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.